Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to the entire abdomen using the cooladvantage applicator and has presented with paradoxical hyperplasia.

Manufacturer narrative:
Corrected data: a4, b5, d4, d1, and h6.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen on (B)(6) 2020 using the cooladvantage applicator and has presented with paradoxical hyperplasia.